Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a nonconformance was identified. See additional manufacturer narrative for full investigation details.

Manufacturer narrative:
Upon receipt at the quality assurance laboratory, the returned component underwent a comprehensive evaluation. Visual inspection revealed a tear resulting from fatigue at the junction between the balloon and adapter, which did not pass the test. Leakage testing confirmed a leak due to the same fatigue-induced tear, and the component did not pass this test either. Functional testing was not performed because the lot number was missing from the balloon specification. Based on the available information and analysis results, the balloon not passing visual and leakage inspections could have caused or contributed to the device being removed.